Manufacturer narrative:
After further investigation, it was provided by the customer that the device did not malfunction. Therefore this is not a reportable event with philips. Non - reportable - the customer's problem description information is unclear with all information currently available. This record has been reviewed and determined to be not reportable. There is no indication that the event could pose health or safety risk to patients, users, or bystanders. No death, serious injury or adverse event was reported to have occurred or was alleged as a result of this issue.

Event description:
He customer reported need patient logs for equipment. The device was in use at time of event, it was alleged that the patient was harmed.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.